Event description:
The customer reported false troponin I (access® accutni¿) results, for several patients, and wash valve/pump motion errors involving the unicel® dxc 600i synchron® access® clinical system. The false troponin results were not released from the laboratory. There was no patient consequence associated with this event. Subsequent testing of the samples, on an alternate access® 2 immunoassay system, produced lower results primarily within the normal reference range. System check, performed post-incident, initially failed the washed portion but passed following a retest. The customer performed quality control (qc) and all qc passed, post-incident. The customer indicated the instrument had wash valve errors the day prior to the event but was resolved through the telephone. The customer stated the temperature in the laboratory had been increased and used a dedicated thermometer from a freezer to monitor the temperature which showed 72 degrees fahrenheit. The customer performed precision tests of the samples through both the closed tube aliquoter (cta) and directly on the instrument; results from the instrument were negative. Patients' samples were collected in becton dickinson (bd) sodium heparin plasma tubes and centrifuged at 6,000 rpm (rotations per minute) for five minutes. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check and it failed due to increased percent coefficient of variations (%cvs) of both portions. The fse proactively replaced the aspirate probes and peristaltic pump tubing and retested hs system check. Hs system check, again, failed to pass within specifications. The fse then discovered micro bubbles on top of the wash pump and replaced the wash pump and primed the system. Micro bubbles were still observed. The fse replaced the wash valve rotor, stator, and gasket. No bubbles were observed. System verification testing (hs system check, system check, calibration, and qc) was within assay, instrument, and laboratory specifications following service. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Rotor, stator. Analysis of returned parts could not confirm the observation of micro bubbles in the wash pump. However, inspection of the rotor did indicate an indentation on the edges, where the motor coupler strikes. As a result of this wear pattern, the rotor position is compromised upon rotation to the dispense positions. This leads to cavitation of the pump and foaming or micro bubbles in the wash pump. The motor component was not received from the customer. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. A specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue.